Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes multiple pulmonary emboli, vsd status post closure, recurrent pe, dvt, cerebrovascular accident (cva) with residual effects, asthma and reactive airway disease, headaches and hypertension. The trapease filter was deployed below the level of the renal veins and above the level of the common iliac venous bifurcation. The patient tolerated the procedure well without complication. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent thrombus. The patient had a consultation for pulmonary hypertension and various diagnostic studies approximately fourteen years and six months post filter placement, that revealed nonischemic cardiomyopathy with a left ventricle ejection fraction (lvef) of 45%, left ventricular hypertrophy (lvh), history of pulmonary arterial hypertension, recurrent venous thromboembolism (vte) status post ivc filter, deep vein thrombosis (dvt) in the right lower leg, thrombosed ivc filer, paradoxical stroke, chronic dvt with short segmental chronic recanalized thrombus within the left common femoral vein, chronic severe edema of both lower extremities and reactive airway disease. The medical records also noted ventricular septal defects (vsd) status post open repair occurring on or around the same year the filter was implanted, as well as chronic anticoagulation (on xarelto; previously on fragmin, pradaxa, and warfarin). Per the patient profile form (ppf), the patient reports blood clots, clotting and or occlusion of the ivc and thrombosed ivc filter. The patient further reports severe stress, constant worry and constant pain at the insertion site. Per the medical records, the same year the filter was implanted, the patient had the cva, syncope, and cardiopulmonary arrest related to pulmonary embolism (pe), dvt and paradoxical stroke secondary to vsd. At that time, the patient went for emergency open heart surgery, clot removal from heart, vsd closure and ivc filter implant. Post operatively the patient was maintained on anticoagulation; however, had recurrent episodes of dvt. The consultation discussed restrictive cm (cardiomyopathy), pulmonary emboli and constrictive pericarditis, which seemed most likely at that time. A lower extremity ultrasound revealed chronic thrombosis within the right leg, no acute dvt within the left leg, with short segmental recanalized thrombus within the left common femoral vein. The echocardiogram revealed abnormal flow within the ivc, and the ivc was enlarged with mildly enlarged hepatic veins. The lung perfusion and ventilation study revealed very low probability of pulmonary embolism. The chest x-ray revealed interval development of a questionable tiny right pleural effusion. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt, thrombosis, embolism with stroke and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Reactive airway disease, edema, anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent thrombus. The following additional information was received per the patient¿s implant records: the patient had a history of multiple pulmonary emboli. The trapease filter was deployed below the level of the renal veins and above the level of the common iliac venous bifurcation. The patient tolerated the procedure well without complication. According to the medical records provided, the patient was submitted to various diagnostic studies approximately fourteen years and six months post filter placement, revealing nonischemic cardiomyopathy with a left ventricle ejection fraction (lvef) of 45%, left ventricular hypertrophy (lvh), history of pulmonary arterial hypertension, recurrent venous thromboembolism (vte) status post ivc filter, deep vein thrombosis (dvt) in the right lower leg, thrombosed ivc filer, paradoxical stroke, chronic dvt with short segmental chronic recanalized thrombus within the left common femoral vein, chronic severe edema of both lower extremities and reactive airway disease. The medical records also noted ventricular septal defects (vsd) status post open repair occurring on or around the same year the filter was implanted, as well as chronic anticoagulation (on xarelto; previously on fragmin, pradaxa, and warfarin). According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fourteen years and six months post implantation. The patient reports blood clots, clotting and or occlusion of the ivc and thrombosed ivc filter. The patient further reports suffering from severe stress and suffers from constant worry and constant pain at the insertion site. According to the medical records provided the patient had a consultation for pulmonary hypertension, approximately fourteen years and six months post filter placement. Medical history includes vsd status post closure, recurrent pe, dvt, cerebrovascular accident (cva) with residual effects, asthma and reactive airway disease, headaches and hypertension. The same year the filter was implanted, the patient had the cva, syncope, and cardiopulmonary arrest related to pulmonary embolism (pe), dvt and paradoxical stroke secondary to vsd. At that time, the patient went for emergency open heart surgery, clot removal from heart, vsd closure and ivc filter implant. Post operatively the patient was maintained on anticoagulation; however, had recurrent episodes of dvt. The consultation discussed restrictive cm (cardiomyopathy), pulmonary emboli and constrictive pericarditis, which seemed most likely at that time. A lower extremity ultrasound revealed chronic thrombosis within the right leg, no acute dvt within the left leg, with short segmental recanalized thrombus within the left common femoral vein. The echocardiogram revealed abnormal flow within the ivc, and the ivc was enlarged with mildly enlarged hepatic veins. The lung perfusion and ventilation study revealed very low probability of pulmonary embolism. The chest x-ray revealed interval development of a questionable tiny right pleural effusion.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes multiple pulmonary emboli. The trapease filter was deployed below the level of the renal veins and above the level of the common iliac venous bifurcation. The patient tolerated the procedure well without complication. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent thrombus. Approximately fourteen years and six months post implant, studies done revealed non-ischemic cardiomyopathy with a left ventricle ejection fraction (lvef) of 45%, left ventricular hypertrophy (lvh), history of pulmonary arterial hypertension, recurrent venous thromboembolism (vte) status post ivc filter, deep vein thrombosis (dvt) in the right lower leg, thrombosed ivc filer, paradoxical stroke, chronic dvt with short segmental chronic recanalized thrombus within the left common femoral vein, chronic severe edema of both lower extremities and reactive airway disease. The records also noted ventricular septal defects (vsd) status post open repair occurring on or around the same year the filter was implanted, and the patient has been on chronic anticoagulation (xarelto, fragmin, pradaxa, and warfarin). Per the patient profile form (ppf), the patient reports blood clots, clotting and or occlusion of the ivc and thrombosed ivc filter. The patient further reports severe stress, constant worry and constant pain at the insertion site. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt, thrombosis, embolism with stroke and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Reactive airway disease, edema, anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent thrombus. The following additional information was received per the patient¿s implant records: the patient had a history of multiple pulmonary emboli. The trapease filter was deployed below the level of the renal veins and above the level of the common iliac venous bifurcation. The patient tolerated the procedure well without complication. According to the medical records provided, the patient was submitted to various diagnostic studies approximately fourteen years and six months post filter placement, revealing nonischemic cardiomyopathy with a left ventricle ejection fraction (lvef) of 45%, left ventricular hypertrophy (lvh), history of pulmonary arterial hypertension, recurrent venous thromboembolism (vte) status post ivc filter, deep vein thrombosis (dvt) in the right lower leg, thrombosed ivc filer, paradoxical stroke, chronic dvt with short segmental chronic recanalized thrombus within the left common femoral vein, chronic severe edema of both lower extremities and reactive airway disease. The medical records also noted ventricular septal defects (vsd) status post open repair occurring on or around the same year the filter was implanted, as well as chronic anticoagulation (on xarelto; previously on fragmin, pradaxa, and warfarin). According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fourteen years and six months post implantation. The patient reports blood clots, clotting and or occlusion of the ivc and thrombosed ivc filter. The patient further reports suffering from severe stress and suffers from constant worry and constant pain at the insertion site.